Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards lifesciences field clinical specialist, a 26mm sapien 3 ultra resilia valve was placed in good position within a 25mm edwards surgical valve in the aortic position. No additional volume was added to the delivery system balloon prior to inflation. Upon full inflation of the delivery system, the balloon burst. The valve was stable. During withdrawal of the delivery system into the 14fr esheath+, the nose cone of the delivery system would not come into the sheath despite coaxial alignment of the unflexed delivery system upon re-entry. The delivery system balloon "wings" were catching on the sheath while attempting to withdraw the delivery system back into the sheath. The team backed the sheath and delivery system into the common femoral artery and performed a cutdown to remove the devices. The access site was repaired and closed surgically. Inspection of the commander balloon revealed a circumferential rupture of the balloon with one of the 3 clear distal nose cone prongs bent outward. All delivery system balloon material was accounted for at the end of the procedure. The patient tolerated the procedure well. Perceived root cause of the event is unknown.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Pre-procedural imagery was provided, and the following was observed: calcification was present in the landing zone. Tortuosity and calcification were present in the patient. Post-procedural imagery was provided, and the following was noted: fully circumferential radial balloon burst with distal portion of balloon umbrellaed over nose tip. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint delivery system balloon burst was confirmed based on imagery returned. Available information suggests that patient factors (calcification) likely contributed to the event. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The difficulty withdrawing the delivery system through the sheath resulting in cutdown was empirically confirmed. As the delivery system balloon had burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.